Event description:
When the box was opened, there was no iab in the user carton. There was only an insertion kit. No product was returned to datascope. (Event complications: unknown - reported 6/22/1998.) (Pt's current status: unk - reported 6/22/1998.)